Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they have changed out the site, but the alarm persisted. The customer stated the alarm occurred during a manual prime. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, inspected the snap caps and septums for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, fluid flowed through the infusion set and out of the catheter tip conclusion the reservoirs are not occluded.